Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) received inappropriate shocks. Interrogation of the ICD indicated an 'open lead' error message. The physician was able to elicit oversensing with manipulation. X-ray of the system noted a lead fracture on this transvenous defibrillation lead. The physician performed an invasive procedure and noted a complete fracture of the shocking portion of the lead and a partial fracture of the rate sensing portion. The physician elected to explant the lead and and ICD, since the ICD was at elective replacement indicators.